Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent was missing from the delivery system during preparation. The stent was in the package but not crimped on the balloon. There was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was not returned, only the stent was returned in the protective sheath on the stylet. The stent was removed from the sheath and there was no damage noted to the stent. A laser micrometer was used to measure the outer diameters of the stent which met manufacturing criteria. The inner diameter of the sheath was measured with a pin gauge. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the stent was not crimped on the delivery system. Quality assurance analysis noted that the catheter was not returned for analysis; however, the stent was returned on the stylet inside the sheath. After removing the stent from the sheath, the outer diameters of the stent were measured and found within manufacturing criteria with no damage to the stent. The sheath inner diameter also met manufacturing criteria. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot number combination. However, without analysis of the catheter, no conclusive root cause can be determined. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.